Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was overfill. The following information was provided by the initial reporter: translated to english. The "customer's distributor is reporting the end user customer is claiming the tubes are overfilling." No further information at this time.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was overfill. The following information was provided by the initial reporter: translated to english. The "customer's distributor is reporting the end user customer is claiming the tubes are overfilling." No further information at this time.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.